Event description:
The user facility reported a 70-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that automated impella controller (aic) had a controller error alarm. The aic was exchanged. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. Data logs were reviewed which showed that after running for 14 hours 29 minutes, an error ¿processsampleforopmdatapacketcrcerror: calculator placement signal 1045¿, which resulted in ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm,¿ event #1045 during the clinical procedure. This confirms the reported failure mode. The event #1045 was resolved by itself after 3 minutes. Real time logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. The console functioned without any issue. The root cause for the controller error and loss of placement signal was an optical bench fw communication protocol anomaly, which resulted in the misalignment of data communication packets received by epc. The aic sw operated as designed. Added-d9 device return date d2-corrected common device name f6/f8 should have been left blank in the initial report.